Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the reported event necessitated medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
The male patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient was reported to have no significant calcification or tortuosity of the vessel. After the manta 14f vascular closure device (vcd) was deployed, an angiogram was taken and revealed "small blushing" at the puncture site. Manual compression was applied for five minutes. There was good blood flow noted; however, the "small blush" was still present and without change. Manual compression was applied again for ten minutes, again with no change in the "small blush." The area of concern was not ballooned, but rather a 7.0 mm x 39.0 mm covered stent was placed at the site resulting in resolution of the bleed.

Manufacturer narrative:
From the complaint report, blushing was noted following manta deployment. Manual compression was held for 5 minutes however, the blush continued. Further compression was held for 10 minutes with no success. At this point the operator choose to apply a covered stent and the blushing ceased. The root cause for why the manta implant was not effective in creating hemostasis is inconclusive. The IFU lists precaution "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." Complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are listed in the IFU as possible adverse events related to vascular closure devices. Risk documentation has been reviewed and this is a known risk of the device. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history record was reviewed, and no non-conformities were identified. Based on the information reviewed there appears to be no product quality issue with respect to manufacture, design, or labeling. The root cause of the implant ineffectiveness for hemostasis is inconclusive.